Event description:
Physician went to enter the abdomen with the auto-suture device, when the hand piece broke. Device was removed from the field with all parts present. No harm came to the patient and the procedure was completed as planned with a new device. The stapler was saved and will be returned to the manufacturer for failure analysis. Manufacturer response for staple, implantable, eea (per site reporter). The device will be returned to the manufacturer for failure analysis.